Event description:
During use, the sheath separated and part of it remained in the pt. An incision was made to remove the separated segment from the pt. The pt has sustained no further adverse effect from this event.